Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve had stator dislodgement and was revised. The valve was implanted to the patient; however, date of implant and initial setting were unknown. It was reported that the cam was came off. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected it was noted that the stator was dislodged as well as a crack and bump mark in the valve casing. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark were noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator. The cam magnets were controlled and passed testing. A review of manufacturing issues found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was confirmed. The root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Stator dislodgement of chpv has been previously investigation. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.